Event description:
It was reported that the hose popped off the wall connection during an oral surgical procedure and made a loud bang. There was no report of injury or delay associated with this event

Manufacturer narrative:
Investigation findings: the hose was evaluated and the customer's reported problem was confirmed. The hose was received with the innner ferrule loose/detached from the diffuse side, which created a high -pressure air leak. The customer will be contacted to provide additional info on care and maintenance of this device